Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left implanted neurostimulator (ins) was showing off and caller didn't understand why. Tech services was able to walk caller through turning the device back on. Reviewed to check the ins weekly as caller reported both batteries are at 2.76v and 2.70v. Reviewed possible reasons for ins being off and reviewed general use. No symptoms were reported.